Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxl 800 access immunoassay for a single patient. A patient plasma sample was tested for accu tni and a result of 1.70 ng/ml was reported out of the lab. The original sample was ultra-centrifugated at 30,000 rpm and re-tested. A repeated result of 0.15 ng/ml was reported out of the lab. The plasma sample that was not ultra-centrifugated was tested once more and gave a result of 1.08 ng/ml. A serum sample collected at the same time was ultra-centrifugated and then tested for accu tni and a result of 0.09 ng/ml was obtained. The customer has not received report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run daily and was within specifications. A system check performed on 05/01/2008 passed. Based on information provided, a preventive maintenance (pm) was performed last week. No errors were posted in the event log and results were not flagged. Per customer, the sample was repeated because it is lab policy to repeat elevated accu tni results. Customer declined service. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).